Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the pump activation issues could affect the functionality of the device. Product analysis identified device issue with the returned pump. Device history record review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Device technical analysis: the ams700 ipp spherical reservoir was visually inspected, leak tested and microscopically examined. The reservoir passed all tests performed. The ams700 ipp cylinders were inspected, both cylinders had wear at folds in the cylinder bodies. The ams700 momentary squeeze (ms) pump was examined, the pump kink resistant tubing (krt) was fatigue and worn down to the filament. The pump was functionally tested and failed the 8lb activation test therefore required more force than the stablished in the device specification to be activated. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was returned to boston scientific without allegation. Upon analysis a device problem was identified.